Manufacturer narrative:
The unit was received with a blank display due to a corroded battery tube. Analysis was unable to perform the displacement test, stop (idle) current test, run current test, self-test, and off no power test due to a blank screen. Analysis was unable to test for a failed battery test alarm due to a blank display. The unit was received with a cracked reservoir tube lip, a minor scratched display window, a scratched reservoir tube window, and a broken off battery cap. (B)(4).

Event description:
The customer called in to report the battery cap fell off of the insulin pump. The customer's blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.